Event description:
Health professional reported: "a band slippage". Additional information from the physician: "the event was noticed when the patient experienced severe reflux and nausea. An upper gi was done which showed slippage and near complete obstruction of the stomach. Surgery occurred on 09/apr/09 when the band was replaced, however, the original port remains implanted."

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Ther reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, obstruction, reflux, and nausea are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, reflux, and nausea as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of obstruction as follows: "if there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."